Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no pump.

Event description:
It was reported that there was no pump.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Preparation of the inflation device. Make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position. 1) prepare a solution of contrast medium and normal saline in a bowl. Check balloon catheter and contrast medium instructions for specific contrast mixture recommendations. 2) orient the tubing downward into the contrast medium. 3) push the release lever left and aspirate enough solution to fill the syringe. 2. Preparation of the catheter. 1) remove the protective sheath from the balloon. Slide refolding tool to proximal end of catheter. 2) attach the inflation device to the extension tube for balloon lumen. 3) open the stopcock, and draw back on the inflation device to remove the air from the balloon catheter. 4) close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach the balloon catheter." Correction: d1, d2, d4, d10, g5, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no pump.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Preparation of the inflation device make all aspiration and injection maneuvers with the lock lever pushed left, i.e., unlocked. In this position, you can freely pull the piston back for aspiration, or push it forward for injection. To lock the piston in position, slide the lever right to the straight up position. 1) prepare a solution of contrast medium and normal saline in a bowl. Check balloon catheter and contrast medium instructions for specific contrast mixture recommendations. 2) orient the tubing downward into the contrast medium. 3) push the release lever left and aspirate enough solution to fill the syringe. 2. Preparation of the catheter 1) remove the protective sheath from the balloon. * slide refolding tool to proximal end of catheter. 2) attach the inflation device to the extension tube for balloon lumen. 3) open the stopcock, and draw back on the inflation device to remove the air from the balloon catheter. 4) close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach the balloon catheter." Correction: device identification.

Event description:
It was reported that there was no pump.